Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('will cause sharp pain until its reabsorbed by the body thtas why your butt hurts too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("e-belly"), anxiety ("anxiety"), cyst ("cyst"), musculoskeletal pain ("butt pain") and back pain ("back pain") and was found to have weight increased ("you will definitely loose your ebelly"). The patient was treated with removed essure. At the time of the report, the pelvic pain, abdominal distension, weight increased, anxiety, cyst, musculoskeletal pain and back pain outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, cyst, musculoskeletal pain, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: abdominal distension, anxiety, cyst, musculoskeletal pain, pelvic pain, back pain and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: 'pelvic pain female' was marked as serious incident and non-drug treatment was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.